Event description:
The manufacturer received information alleging an issue related to a continuous positive airway pressure (CPAP) device's sound abatement foam. There was no patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging an issue related to a CPAP device's sound abatement foam.: patient stated that he had throat dry and had sinus infections and also alleged pink partials in the bottom of the tank of the device. There was no report of serious patient harm or injury. Section b5 should be corrected and reported as : the manufacture received information alleging an issue related to a CPAP device's sound abatement foam.: patient stated that he had throat dry and had sinus infections and also alleged pink partials in the bottom of the tank of the device. Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting an updated report at this time. If pertinent information becomes available to the manufacturer at a later date, a follow-up report will be filed. Section b5 and h6 was corrected and updated in this report.

Manufacturer narrative:
The manufacturer previously reported an issue related to sound abatement foam. This action was reported to FDA per 21 crf part 806. The device will be corrected per res 88058.